Event description:
It was reported that the right ventricular (rv) lead was capped and replaced for an unknown product performance issue. Follow up was attempted for additional information, but was unsuccessful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - 2002 (B)(6). (B)(4).